Event description:
It was reported via medwatch mw5179034 that the patient experienced cardiac tamponade requiring cardiac surgery. The patient presented for af ablation. The physician attempted to perform pulmonary veins venography using an impulse (mpa-2) catheter. During the attempt to reach the right veins, the physician returned to the right atrium with the assembly sheath and catheter. While attempting to cannulate the right superior pulmonary vein (rspv) with the assembly sheath and catheter. The venogram did not show vein and it was noted that the contrast flowed into the pericardial space. A drop in blood pressure was observed and a cardiac tamponade was diagnosed via echocardiogram. Protamine was administered and a pericardiocentesis was done to stabilize the patient. The patient was then transferred to cardiac surgery for repair. No perforation was found during surgery. The patient was stable after the procedure. The physician stated that the mpa-2 was the cause of the tamponade.

Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.